Event description:
The patient reported that they were having an awful time with their right leg and that it throbbed and pounded, which they thought could be a pinched nerve. The patient also reported they wanted an MRI but that they could not because of their nerve stimulator and they would like it to be removed. **update** (B)(6) 2016 the health care professional reported the patient did not know if their stimulator was working and that automatic doors were not opening for them. An ID number of (B)(4) was given. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)